Event description:
It was reported that the patient saw the surgeon form the follow up visit. Soon after that, one of the incision sites was swollen and red. The patient went to the emergency room (ER) and they removed the incision glue, washed out the incision. The patient had to pack the wound 3 times a day. It was stated that the surgeon was notified and the patient was to see him the next day. The wound healed about 3 weeks later. The patient had not heard from the surgeon since. The patient was still trying to find a managing physician.

Manufacturer narrative:
Product ID 4351-35, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 4351-35, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).